Manufacturer narrative:
A2: age at time of event: 71 (units not specified). B3/d10: the event occurred on an unspecified date in (B)(6) 2025. D4: the lot number is unknown/asku, therefore, only a primary di number could be provided. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set broke which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.